Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a different diopter lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).